Event description:
Reportable based on additional information received on 09jan2015. It was reported that during a percutaneous coronary intervention, crossing difficulties occurred. The guidezilla extension catheter was used to aid in stent deployment and removed. A unknown balloon catheter was then advanced for post dilation of the stent, however was unable to cross the lesion. The same guidezilla extension catheter was again used, however was unable to cross the lesion that was located approximately 10cm from the distal end of the guide catheter. During attempt to advance and withdraw the catheter the shaft became kinked. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However it was further reported that the shaft of the device separated after the device was kinked and removed from a guiding catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood inside and outside of the shaft. Microscopic examination revealed that the shaft had numerous kinks, was flattened 2.5cm ¿ 11.5cm from the tip, and was creased .75cm ¿ 1cm from the tip. The outer diameter (od) of the undamaged portion of the distal shaft was measured to be within specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. No damage or irregularities noted to the collar. The guide catheter used in the procedure was not returned for product analysis. A mach1 6f guide catheter was used for functional testing. The detached distal shaft of the guidezilla was able to advance through the hub of the guide catheter with some resistance due to the shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).